Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the log file retrieved from (B)(4) confirmed low flow hazard alarms, a specific cause for these events could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate ii lvas, serial number (B)(4) , and the reported patient outcome could not be conclusively established. The log file retrieved from (B)(4) captured four transient low flow hazard alarms on (B)(6) 2019 from 12:15:30 pm through 12:16:29 pm, associated with the estimated flow intermittently decreasing to 2.4 lpm, below the low flow threshold of 2.5 lpm. Despite these events, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the log file. The account reported that the pump was not explanted. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date and there is no product available for investigation. The investigation file will be closed accordingly. The heartmate ii lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years 4 months (the age is calculated from the date of implant to the event date.). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was found unresponsive by family members and the ems was called. The events thereafter were unclear. The patient was noted being in ventricular tachycardia (vt), intubated, and taken to the nearest vad center where she was pronounced dead.